Manufacturer narrative:
A review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Per the gore® excluder® aaa endoprostheses instructions for use (IFU), ilio-femoral access vessel size and morphology (minimal thrombus, calcium and / or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 12 fr, 18 fr or 20 fr vascular introducer sheath. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to improper endoprosthesis component placement, occlusion of native vessel, vascular trauma, and death.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Before the trunk-ipsilateral leg endoprosthesis was advanced, the introducer sheath reportedly could not be advance over the aortic neck to the target location due to severe tortuosity in the aortic neck. Therefore, the trunk-ipsilateral leg was advanced outside the sheath and deployed. After all devices were implanted, it was reported the left renal artery was obstructed by the trunk-ipsilateral leg endoprosthesis. An attempt was made to pull the trunk-ipsilateral leg distally, but the attempt was unsuccessful. An additional stent (genesis) was implanted in the left renal artery to preserve blood flow. The procedure was concluded and the patient tolerated the procedure. On the same day, the patient was reportedly conscious post-operatively and could move all extremities. It was reported the patient later went back to sleep and then lost consciousness. Further examination reportedly revealed a type a dissection. A total aortic arch replacement procedure was performed, but the patient expired due to rupture of the type a dissection. The physician commented that a type b dissection was observed during the procedure at the lesser curvature of the aortic neck, proximal to the renal artery. According to the report, the patient had no previous history of the dissection. The physician stated that operation of components through tortuous anatomy during the endovascular repair may have caused the type b dissection, which may have led to the type a dissection, rupture, and death.